Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A 12.6mm vticm5_12.6 of -12.0/4.0/089 (sphere/cylinder/axis) implantable coller lens was noted to have an oval- shaped missing section during unfolding/injection into the patients eye. The piece was later discovered to be inside the lioli injector. The lens was explanted and replaced. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.